Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2024 (specific date not reported) not (B)(6) 2024 as previous reported. Per the clinic, the patient developed an infection at the implant site (date not reported). During the explantation surgery under general anesthesia on (B)(6) 2024 (specific date not reported), intraoperative antibiotics were administered. Following the procedure, the patient received a 10-day course of oral and topical antibiotics (specific date not reported) and was hospitalized for one day (date not specified) to receive intravenous antibiotics. The patient was reimplanted with another cochlear device on (B)(6) 2024 as the infection has resolved.